Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H4: the lot was manufactured from march 28, 2022, to march 30, 2022. H10: the device was received for evaluation. Visual inspection was performed and fluid was observed inside a bag that contained the unit. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determine, however the most probable cause was due to a user error by not tightening the blue winged cap.the product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. The a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.